Event description:
Facility reports that less than five minutes after the initiation of treatment the fres 2008h machine alarmed. Upon investigation a leak had occurred from the connection of the pt's catheter to the arterial bloodline. Ebl could not be determined. Pre event hbg 10.4, post event hbg 8.8. Pt was then treated with one unit of prbc's. Staff states that leak was not caused by a product defect but related to a staff member improperly attaching the bloodline. Same bloodline was used to continue the treatment and no further incidents occurred after re-securing the bloodline to the pt's catheter. Sample is not available.